Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found the probe rinse not being totally evacuated from the probe wipe. The fse replaced several hardware components (dual-head (vacuum) pump, fluid barrier filter, probe wipe assembly and probe wipe rinse, and vacuum tubing) to resolve this issue. Failure mode can be attributed to the vacuum pump, filter, and probe wipe assembly and related tubing. (B)(4).

Event description:
The customer reported to beckman coulter that hemoglobin and hematocrit (h&h) did not match on patient samples and they noticed 2-3 drops of liquid contained inside the tube holder on their coulter act diff 2 analyzer. Per conversation with the customer on (B)(4) 2013, none of the patient results submitted to show the h&h issue were considered erroneous. Bleach samples were run between some of the sample reruns to see how it would affect the sample recovery. The customer confirmed the leak did not affect sample results and did not contribute to the h&h issue. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. There was no death or injury in connection with this event.